Event description:
It was reported that the pt had to recharge every day, and had troubles recharging. A manufacturer representative was unable to interrogate the device with an 8840 programmer, but was able to charge the device with 8 bars using a different recharger. A power-on-reset condition was also witnessed. It was later reported that all combinations with 0-7 pairs were measured at over 40,000 ohms. All combinations with 8-15 were ok. There was no evidence of shorts. The pt was going to use a different recharger to see if the recharge interval changed. The pt was only using stimulation on the 8-15 side, and was in pain due to no stimulation on the 0-7 side. Additional info received on (B)(6) 2011 reported that no update was available as the pt was waiting for a surgery referral from the va. Pt outcome was unk. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).